Manufacturer narrative:
E1 patient city: (B)(6). Patient country: turkey.

Event description:
Reference number (B)(4). Event occurred in turkey. On (B)(6) 2024, it was reported that patient faced insulin flow blockage at site. No further information available.